Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a sureform 45 green reload to perform failure analysis. However, as of the date of this report, the evaluation of the stapler reload has not been completed. A review of the stapler log shows that the sureform 45 stapler instrument (lot number: k15250515-0396) was installed on the system four times and fired three sureform 45 green reloads. On install 1, a green stapler reload was installed, however no clamping or firing was attempted. On installs 2-4, all clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, tissue was transected, but staples were not formed after firing a sureform 45 stapler instrument loaded with a sureform 45 green reload. To address this issue, a backup stapler instrument and stapler reload were used to complete the staple line. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the sureform 45 green reload for failure analysis evaluation. The green stapler reload was found to have loose staples stuck in front of the knife. Additionally, the green stapler reload was found to have a damaged blade and exhibited mechanical indentations or burrs.

Event description:
Refer to h11 for follow-up information.